Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was dropped and got damaged. The customer reported that the insulin pump could not be used. The customer's blood glucose was unknown at the time of incident. The customer reported that the battery compartment was damaged. The insulin pump will be returned for analysis.